Manufacturer narrative:
(B)(4). Batch # n9077u. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip was broken. Changed to another one to complete surgery. The surgery was delayed and no additional information can be provided. Patient consequence was not reported.